Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch verio iq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient obtained a blood glucose result of ¿450 mg/dl¿ with the subject meter and ¿238 mg/dl¿ with a laboratory device, performed within 10-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿s criteria for accuracy. The patient does not take medications to manage her diabetes; however, in response to the alleged issue, the patient reportedly exercised. About 45 minutes after the reported issue started, the reporter claimed the patient felt symptoms of high fever and blurry vision. The patient reportedly went to the emergency room (ER) and obtained a blood glucose result of ¿200 mg/dl¿ with the ER/ hospital meter. The patient was administered insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s symptoms and treatment correlated with the reported lfs meter results. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.